Event description:
It was reported that there were inaccurate values with the foresight oximetry cable. The user reported that the values were too low. When the suspect cable was exchanged for a different cable, then the appropriate readings occurred. This occurred during patient use. There was no inappropriate patient treatment reported. There was no patient harm or injury. Patient demographics have been requested but have not been provided. There was limited information provided as to the issue. Attempts have been made to obtain additional information, but there has been no response from the facility. The product has been requested to be returned but has not arrived. Once it has arrived and the product evaluation has been completed, the findings will be submitted in a supplemental submission. The device history record review has been completed and all manufacturing inspections passed with no non-conformances. The UDI number is not found.

Manufacturer narrative:
The product has arrived for product evaluation. Testing was performed on the returned device with simulators attached and channel 1 and channel 2 displayed the sto2 values appropriately at 65 percent, plus or minus 5 percent. When the product was moved around during testing it had no effect on the readings. There were no error messages. A visual inspection found no physical damage. The reported issue was not confirmed. The engineering evaluation was completed. The reported event could not be confirmed or replicated during the analysis, as the device responded appropriately during testing. Since the complaint was not confirmed there was not sufficient evidence to determine if this complaint was related to manufacturing, design, and/or labeling. It is not known if any procedural factors may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of this monthly review. Additional product codes dqk computer, diagnostic, programmable, dqe catheter, oximeter, fiber optic, qaq adjunctive predictive cardiovascular indicator, mud oximeter, tissue saturation, dsb plethysmograph, impedance ,qms adjunctive open loop fluid therapy recommender, fll thermometer, electronic, clinical, dxn system, measurement, blood pressure, non invasive.